Event description:
It was reported via repair work order that the jack could not pump up with weight on the stretcher. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.